Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and their sensor. The customer states they were in the 400mg/dl range and had to treat with manual injections. The customer was assisted with enhanced taping, insertion and calibration. The customer is being sent out replacement sensors.